Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
A patient reported their patient programmer (pp) was showing their settings at 8.4, before they had the pp antenna over their "poker chip" implant. This issue started when they healthcare provider (hcp) turned the device back on about three and a half weeks prior to the implant, (B)(6) 2016. Since the therapy has been turned back on, they are uncomfortable and had pain because their bladder was full and they could not go to the bathroom. The day prior to the report, they had deep discomfort, and the night prior, were very uncomfortable with a full bladder and could not pee. They went to urgent care and they were able to pee while waiting. On the day of the report, they were able to pee around 1pm, which was not normal for them and the first time they were peeing in the afternoon since the implant was turned on. The patient also reported, that in (B)(6) 2016, they fell and broke their right knuckle, so they have to use their left hand to push themselves on a high bed. They rubbed on the implantable neurostimulator (ins) area and stated that could have turned the therapy off. The patient stated they are getting less than 50% therapy relief since the therapy was turned back on. The patient programmer was able to sync with the device and showed that therapy was on program 3 at 8.4v, and seemed to be showing correct information. The patient said they would give the therapy a few more days and then discuss it with their hcp. The ins was indicated for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.